Manufacturer narrative:
Only a partial lead measuring 3.2 cm from the connector pin was returned.

Event description:
It was reported that there was a suspected connector problem. There was poor atrial sensing and capture noted, along with variable and high impedance noted on the atrial lead. The device was explanted and replaced. There were no reported patient complications as a result of this event.